Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with neurogenic claudication and underwent oblique lumbar interbody fusion at l4/l5. Post-op , screw malposition was diagnosed. Left l5 screw malposition (in lateral recess) with numbness in left leg and instrumentation removal was performed as the result of the event.